Event description:
This is filed to report the clip opening during establishment of final arm angle. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). The xtw clip opened during establishment of final arm angle (efaa) during preparation. It opened to approximately 70 degrees. The clip was re-closed but then re-opened to approximately 30 degrees. A replacement device was used to complete the procedure. There was no patient involved. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.na.